Event description:
Patient reported they were examined by 2 doctors who agreed that byte orthodontics had created an abscess in their jaw under their left lower 1st molar. The one doctor advised that the only course of action was to remove the tooth and do a bone graft before the infection damaged more bone. They were advised to discontinue treatment permanently. The tooth was removed (B)(6) 2025. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.